Event description:
Olympus received a medwatch, which stated "(B)(6) had an ercp and olympus mechanical lithotriptor basket was used. While attempting to crush stone, the basket broke and became impacted. Unable to free the stone from the lithotriptor, pt needed to have emergency extensive surgery for the removal of the stone basket. (B)(6) went to surgery. Stone and basket were removed after the wire was cut. (B)(6) went home on (B)(6) 2011 with t-tube in place."

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that it was not the olympus lithotriptor that became entrapped in the pt's common bile duct. The user facility stated that the olympus lithotriptor v was initially used in the procedure and broke; however, the users were able to remove the olympus lithotriptor from the pt. The users then used another lithotriptor from another company; however, the unidentified lithotriptor became trapped and was unable to be removed from the pt, requiring surgical intervention. The non-olympus lithotriptor and stone were removed surgically, and the basket wire was cut during surgery. The stone and wire were sent to the lab. The device was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.